Event description:
It was reported that the patient with this right ventricular (rv) lead had exhibited an endocarditis. Reportedly, the patient was suspected with bacteremia from prior intravenous site. A revision was performed and the ICD, along with the right atrial (ra) lead and rv lead were explanted. No additional adverse patient effects were reported. This rv lead will not be returned for analysis.